Event description:
It was reported that high current drain indicating possible premature battery depletion was noted on the device. Longevity estimate was not available as implant date was not programmed in the device. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.